Event description:
It was reported that there was tissue damage that occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the wds was inserted. The closure device was deployed, but there was a leak on the mitral side. The physician performed 4 partial recaptures attempting to being the device more proximal. These attempts were unsuccessful as the device was stuck in the pectinate. The physician performed a full recapture of the device and removed the device from the patient. Upon inspecting the device it was noted that a piece of tissue was on one anchor. Another closure device was prepared and inserted into the patient. The closure device was deployed and successfully implanted in the laa of the patient. There were no patient complications that occurred.